Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator does not turn on. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not turn on. The fse evaluated the device onsite and discovered that one of the components on the therapy printed circuit assembly (pca) was burnt, disabling the start of the defibrillator. The therapy pca was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy pca was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device would not turn on. There was no patient impact or injury reported.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse), a philips emergency care (ec) product support engineer (pse), and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device would not turn on. There was no patient impact or injury reported. The fse evaluated the device onsite and determined that one of the components on the therapy printed circuit assembly (pca) was burnt, disabling the start of the defibrillator. The dfm100 therapy pca assy (pn: 453564489061) and accompanying dfm100 therapy receptacle assy (pn: 453564488971) were replaced, and the device was returned to full functionality. The device remains at the customer site. The defective dfm100 assy therapy, part number: 453564489061 and serial number: ss1717zs61, was returned to philips for failure analysis, and the complaint was escalated for a technical investigation. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components, and it was noted that transformer t1 had burnt terminals with pca damage. Based on the results of the failure analysis, the pca failed to power on due to transformer t1 being burnt and pca damage. The alleged failure was recreated during laboratory testing, confirming the reported issue. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy pca was replaced to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.